Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous mid right coronary artery, a non-bsc balloon was used for pre-dilatation of the lesion. The 3.5x30mm maverick 2 monorail balloon was used for post-dilation, it was inflated once and ruptured at 4 atms. The procedure completed with a 3.5mm flextome balloon. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).